Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer experienced an elevated blood glucose (bg) value of 396 mg/dl and ketone levels of 4.1 mmol/l and went to the emergency room on (B)(6) 2024 and was subsequently hospitalized. Prior to going to the ER, the customer delivered a bolus via the pump to address the bg. In the hospital, the customer was treated with intravenous fluids of saline and insulin. The customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. Customer declined to provide information regarding alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.